Manufacturer narrative:
The insulin pump had unresponsive up arrow button due to corroded keypad trace. The excessive no delivery alarms could not be verified due to no button response. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm. They were unable to clear the alarm with the act and esc buttons, as the buttons would not respond. The blood glucose at the time of the incident was 259 mg/dl. Troubleshooting was not performed. The device was returned for analysis.